Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a system presented with no aspiration and the surgeon had to draw gas manually from the system during a procedure. The procedure was completed. There was no patient harm.

Manufacturer narrative:
The customer reported that the system was not aspiring and required installation of the gas directly from the equipment. The company service representative examined the system but was unable to replicate any issue related to the reported event. The system was then tested and met all product specifications. The system was manufactured on april 7, 2016. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).